Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient's spouse has alleged a malfunction of the patients implantable cardioverter defibrillator (ICD) system contributed to the death of the patient.